Event description:
It was reported that the 2600 system would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was reset and the fuse replaced in the head sensor board during the service call. The system was tested and found to be working as intended, and put back into service.